Manufacturer narrative:
E1: this complaint was received through: (B)(6). Investigation summary: the complaint of no flow / can't prime on tego cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
A complaint was received regarding an unspecified tego connector that experienced no flow due to breakage during dialysis. The reporter stated that the tego connector cap was causing high arterial pressure upon patient when attempting to start treatment. The plastic around the cap was folded in and causing resistance. It was also stated that the patient had to end treatment due to next stage cycler alarms. The patient performed new set up of the next stage machine and rn changed patient's tego caps and was able to complete treatment successfully with new caps. There was delay in therapy reported. It was also stated that no one was harmed by this event. Update: medwatch MDR report#: mw5168141, provided additional information which stated "it was reported to (B)(6) medical care that a tego connector cap was causing high arterial pressure upon patient attempting to start treatment. The plastic around the cap was folded in and causing resistance. The patient had to end treatment due to nxstage cycler alarms. The patient performed new set up of the nxstage machine and registered nurse changed patient's tego caps. The patient was able to complete tx successfully with new caps".